Event description:
Hcp reports pt presented in 2003 with signs of infection in the device pocket and lumbar region which included fever, drainage and meningeal signs/symptoms. Cultures of the device pocket, cerebrospinal fluid, and blood were taken. They tested positive for pseudomonas. The pt was treated with IV antibiotics and total device system explant. The infection is reported to have resolved without drug withdrawal. The pt had risk factors of having diabetes, a debilitated status, and malnutrition or being extremely thin.